Event description:
It was reported that the impella 5.5 was placed on a patient with ischemic cardiomyopathy. During support, it was reported that they tried to increase to p8 however continue to have suction on p6. Additionally, amiodarone bolus and drip for atrial fibrillation given in addition to one unit packed red blood cells for hemoglobin 7.6. The impella was successfully weaned and explanted. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.